Event description:
It was reported that while the patient's white power cable was connected to battery power it beeped low battery despite cleaning clips and changing the battery. The battery was fully charged. When the patient was placed on wall power it did not beep. Log file analysis appeared to show the white cable losing external power with the black cable running in a low voltage advisory state. This may indicate a poor connection between the battery and the clips. The controller may be worn and causing the reported events. The controller was exchanged which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage advisory alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. The log file showed 240 events spanning approximately 3 days (05aug2022 ¿ 08aug2022 per timestamp). The fixed speed was set to 9600 rpm and the low speed limit (lsl) was set to 9200 rpm. Atypical low voltage advisory alarms while connected to battery power were intermittently active on 08aug2022 from 11:25:51 ¿ 11:48:32. These alarms coincided with fluctuating rsoc voltage readings on the black power cable, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected during these events. There were no other notable alarms active in the log file. Additional information stated cleaning and changing out the battery clips did not resolve alarms, exchanging the system controller resolved the reported event, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and shipped via customer order was shipped on 27may2020. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.